Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose. The blood glucose level was 50 mg/dl. Other relevant blood glucose was 57 mg/dl, 119 mg/dl and 255 mg/dl. Troubleshooting was declined for low blood glucose and high blood glucose. Customer stated that the sensor had an inaccurate reading. Customer also complained for calibration not accepted and change sensor. The product will not return for the analysis.